Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. New information added to the following fields: d9(date returned to manufacturer), h3, h4, h6. Corrected fields: h8. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over one (1) year since the subject device was manufactured. The device was returned to olympus for inspection, and the customer's reportable malfunction was confirmed. Based on the results of the investigation, the tip of the forceps was found to be misaligned by approximately 0.3 mm. However, this misalignment is considered to be within the allowable range. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
Social medical corporation (B)(6) hospital. The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported, that the forceps jaw had the tip misaligned. The issue was found during receipt inspection. There were no reports of patient harm as a result of this event.